Manufacturer narrative:
Investigation revealed that the customer was using a reagent pack that expired. The customer was asked to load a fresh un-expired reagent pack and repeat controls, however, the customer refused. All analyzer intellicheck parameters were within acceptable limits and no instrument malfunction was identified. No datalogger files could be obtained for the date of the event. No root cause can be established due to the lack of datalogger files.

Event description:
A customer reported observing a false positive patient result and biased qc results using the vitros ahavigm assay. Biased results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.